Event description:
New information received indicated that another occurrence of device incorrectly diagnosed svt and later detected vt delivering atp to break the rhythm. Further programming changes were recommended.

Event description:
It was reported that the device incorrectly diagnosed a vt as svt due to morphology discriminators which delayed proper anti-tachycardia pacing therapy. The patient received therapy after two minutes which broke the arrhythmia. Recommended programming changes were made. The patient was asymptomatic.